Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as unidentified (tear). Shell thickness within spec). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d4, d.9., h.3., h4, h.6.

Event description:
Patient reported a right side deflation. Device explanted.

Manufacturer narrative:
The reason for reoperation: deflation. Additional, changed, and/or corrected data: b1, b5, d6b, h6, h11.

Event description:
Patient reported a right side deflation. Device explanted.